Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -8.5/6.0/100 was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault was observed, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(6).

Manufacturer narrative:
Additional data: b5- on (B)(6) 2023 the lens was exchanged with the same model, shorter length lens and the problem was resolved. Status of the eye: "patient is happy". Claim# (B)(4).